Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, due to deformation of plug unit, a noisy image occurred. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The event occurred during inspection for use. There were no reports of patient involvement.